Manufacturer narrative:
Based on the available information, the customer reported that the device had been stored for several years, and the battery had died and could not be charged. The device has not been made available to philips. Visual and functional testing could not be performed.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the battery cannot be charged. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.